Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on march 9th with blood glucose value of 503 mg/dl and went to the intensive care unit on march 16 with blood glucose of 743 mg/dl. The customer declined troubleshooting for high blood glucose levels and for battery issue. The customer also reported battery out of limit and off no power alarms. The customer also performed self-test and it passed. The insulin pump will not be returned for analysis.